Event description:
Patient was revised to address infection.

Manufacturer narrative:
Update: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A competitor manufactured acetabular device was also explanted. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported infection. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/19/16, 2/29/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported that the patient had a left total hip arthroplasty in 2007, left total hip revision in 2009, explantation of components in 2012 and reimplantation in (B)(6) 2012. There are no component sticker sheets or product lists to know if or when depuy components may have been implanted or explanted from the patient. A doctor's note reported that in 2009 the socket and screws were coming off, but it is not known if these were depuy components and will not be reported at this time. An MRI dated (B)(6) 2011 reported the patient had an ivc filter, midline hernia, extensive sclerosis of left iliac above hip and throughout the region of the acetabulum and into the ischium with findings possibly representing previous fracture, osteonecrosis, or radiation necrosis, and heterotopic ossification anterolateral to the hip and proximal femur. Again, it is not known if any depuy components were implanted at this time and will not be reported. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 3, 2016.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Xrays were reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.